Manufacturer narrative:
(B)(4). Batch # p56p5g. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the thoracoscopic lobectomy, could not fire farther after fired 3/4 on the 3rd firing. The knife reverse button did not work, used manual override lever to open the jaw. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon further review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.